Event description:
It was reported that during setup prior to a procedure at the healthcare facility, the tip of the small pointer broke off. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during setup prior to a procedure at the healthcare facility, the tip of the small pointer broke off. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, a physical impact to the device was determined as a potential root cause for the breakage.